Event description:
The product was used during an infusion port insertion procedure. Reportedly, the catheter came loose from the locking mechanism and leaked. The surgeon performed a re-operation and replaced the device. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
1/8/1998-supplemental report #1 submitted to FDA.